Event description:
It was reported that the patient was experiencing discomfort at the site of pulse generator implant. The pocket was revised and the patient reported no feelings of discomfort following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.